Event description:
Patient reported infusion device beeping and displaying "77" on the right side of the display screen. She replaced the batteries, reset the device, and the infusion device was successfully placed into the "run" mode. Patient did not report any physiological effects associated with this issue. No medical assistance was required. Product will be returned for evaluation.

Manufacturer narrative:
H6: product not returned for evaluation. Issue described to agency in recall.